Manufacturer narrative:
(B)(4). The cuvette lot was not provided. Actual device not evaluated. Mfg review performed. Device history record reviewed. No related ncmrs, complaint trends or CAPA identified. No results available since no eval performed. Unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports discrepant results with hemochron jr. Signature plus system. During an unspecified procedure instrument generated act-lr result >400 seconds. Act-lr results repeated with second instrument was about 70 seconds lower. No adverse event(s) reported.